Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-april-2024, it was reported by the patient that ten infusions set fell off due to which hyperglycemia occurs within 24 hours of use. High blood glucose level was 300 mg/dl. Events occurred between 04/01/2024 and 05/08/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 8 of 10.